Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported poor imaging was due to challenging patient anatomy. The reported entrapment of the device appears to be a result of poor imaging. The reported foreign body in patient, mitral regurgitation (mr) and tissue damage were a result of procedural circumstances. The reported adverse events of tissue damage and mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medical intervention was a result of cases specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip caught in chordae, tissue damage and foreign body in patient. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had tethered leaflets, resulting in very challenging imaging throughout the procedure. Two clips were deployed on the mitral valve without issues, but mr did not reduce. A third clip was inserted in and attempt to treat a jet lateral of the implanted clips. However, due to the poor imaging, the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be freed from the chordae. It was noted that a small chordal rupture and leaflet damage may have occurred. The physician decided to deploy the clip in the chordae and only on the anterior leaflet. Mr remained at a grade of 4. Due to the poor imaging and number of clips in the anatomy, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.